Event description:
It was reported that during preparation for a vena cava filter placement treatment procedure, "they noticed that the packing on the filter was damaged, causing filter to become un-sterile. Used a second device to complete procedure successfully." Current pt status is reported as "fine".